Event description:
It was reported that a patient underwent a left atrial appendage occlusion procedure with a nuvision nav ultrasound catheter and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. The patient suffered a perforation and pericardial effusion. The caller stated that "he perf-ed the appendage with the watchman." The caller stated, "that is what he (physician) is believed to have happened". The issue was initially seen on intracardiac echocardiography (ice) imaging. No patient symptoms had been noted. Pericardiocentesis was performed, then the patient was taken to the operating room (or) for further intervention as the bleeding would not stop. Last known patient status was stable. No johnson&johnson mapping system or ablation generator involved. Additional information was received on 21-jan-2026. Patient went to or for intervention and it was determined the perforation occurred in the right ventricle (rv). Per the physician, ice was never placed into the rv. Patient was doing well post surgery. As of (B)(6) 2026, the patient was still in the hospital doing well recovering. A transseptal puncture was performed with a baylis needle. Prior to noting the pericardial effusion, ablation was not performed. Additional information was received on 17-feb-2026. The physician believed that he may have put the ice catheter in the rv. The adverse event was originally considered non-reportable for johnson&johnson; however, bwi became aware on 17-feb-2026 that the physician believed that he may have put the ice catheter in the right ventricle and have reassessed the adverse event as reportable under the nuvision nav ultrasound catheter (ice catheter). The awareness date for this record is 17-feb-2026.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31577371l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).